Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was able to be implanted with a new pacemaker system without any issues. All lead measurements were normal. Later that same day, the patient's blood pressure droppped and the ultrasound test showed that the patient had a cardiac tamponade. Additional medical intervention was performed and the patient was able to be stabilized; however, two days later the patient died. The rv lead was not explanted and is not expected to be returned.